Event description:
It was reported that intra-operatively, the lead was difficult to place and the physician elected to replace it with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had become dislodged during the slitting of the introducer.